Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that this phenomenon is attributed to the inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
Routine maintenance viewed the error log and found that error e99 (too many days after replacement of the disinfectant solution, or too many uses.) Had occurred. This information suggests that the disinfectant solution might have had low concentration. There was no patient injury report related to the event.